Manufacturer narrative:
The event date of 01mar2023 is an estimated based of the aware date of 29mar2023 as the exact date was not reported. Device evaluated by manufacturer: the device was returned for analysis. The device was returned with a torque device for the analysis, and it is possible to see that the guidewire was bent at the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were detected. Updated fields: g1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email h6 - evaluation method codes, evaluation result codes, evaluation conclusion codes

Event description:
It was reported that the tip was broken. A 180x25cm fathom 16 .016 peripheral guidewire was selected for use. During the procedure, it was noted that the tip of this device was broken upon removal. No patient injury reported.

Manufacturer narrative:
The event date of 01mar2023 is an estimated based of the aware date of 29mar2023 as the exact date was not reported.

Event description:
It was reported that the tip was broken. A 180x25cm fathom 16 .016 peripheral guidewire was selected for use. During the procedure, it was noted that the tip of this device was broken upon removal. No patient injury reported.